Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001825034-2018-10718. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard patella, lot # unknown. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10719. Attempts have been made and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty and subsequently, the patient is being considered for a revision on an unknown...for an unknown reason.